Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer's blood glucose level was unknown. The customer stated that they were in an airplane and the button became unresponsive. Customer stated they did not press a button down for 3 minutes or longer. The customer stated that the insulin pump was exposed to altitude change. The insulin pump will be returned for analysis.